Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Installed a test reservoir, primed the pump, set a basal rate , and activated the suspend delivery feature. Monitored the insulin pump during suspended delivery. The pump activated the vibrate alert 15 minutes after the display timed out properly. No absence of vibrate alert or alarm anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a beep anomaly. The customer¿s blood glucose level was unknown. The customer stated that the insulin delivery was suspended. The customer reported that the pump should beep and vibrates or both depending on settings. It occurs every 15 minutes to remind that insulin is not being delivered. The insulin pump will not be returned for analysis.